Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 3030677-2024-03756. Device investigation is completed; please see investigation information and trending in the vigilance report associated with pr (B)(4).

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the processor pca was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the bench repair engineer evaluated the device and determined that the processor pca was defective and needed replacement. A service quotation was provided to the customer, but it was canceled as the customer did not respond to the quote. As a result, no work was performed by philips. We are unable to confirm the final disposition of the device since the customer did not accept the service.